Event description:
The lay user/patient contacted lifescan alleging the meter's battery contacts are corroded. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
On 06/16/2009: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case was failed testing. The meter's battery contact was corroded. A secondary issue was found. The meter's battery cover was broken/loose. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.